Event description:
It was reported that the patient presented in clinic due to experiencing dizziness. Further interrogation of the device revealed episodes of noise resulting in oversensing on the right ventricular (rv) lead. During the lead revision, subclavian crush was observed on the rv lead which was the suspected cause of the event. The rv lead was capped and replaced. The patient was stable.